Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number is (B)(4).

Event description:
It was reported, the resection sheath exhibited broken tip. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation of broken tip was confirmed. Based on the results of the investigation, the most likely cause of broken tip was an unauthorized third-party repair. Olympus will continue to monitor field performance for this device.